Event description:
It was reported that the pt underwent surgery for removal of the mesh, which was noted to have eroded through the surface. During which surgeon noted a fractured ring and perforation of the bowel.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.